Event description:
Customer reported that the insulin pump alarmed button error. Customer was returning from work and wearing the insulin pump on the hip when the alarm occurred. Blood glucose value 180 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. No moisture damage on the electronics noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.